Manufacturer narrative:
This event occurred on an unspecified date of 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut/hole was presented on the white tubing of two (2) solution administration sets. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.